Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false low glucose cup result generated by the unicel dxc 800 pro synchron clinical systems. The initial result was 19 mg/dl. The lab did not believe the result and the original sample was re-tested on the same instrument, and a result of 99 mg/dl was obtained. The sample was also tested on a different instrument and glucose result of 101 mg/dl was generated. Customer reported the 99 mg/dl result to the physician for this patient. There was no effect to patient treatment as the erroneous result was not reported out of the lab.

Manufacturer narrative:
Qc is run every 3 hours and was acceptable before and after the event. Calibration had been successful prior to the event. A field service engineer (fse) was dispatched: the fse replaced the modular chemistries (mc) reagent syringe due to leaking and the creation of excessive bubbles. No issues noted with other mc side analytes. Account continues to be monitored by the fse. Treatment was not affected in this event, but upon recur hardware issue may effect other assays and treatment decision may be affected. Although hardware issue may have contributed to this event, a clear root cause is unknown. A malfunction will be assumed for the purpose of this report.